Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision hip on (B)(6) 2021, where a pinnacle acetabular poly liner was completely worn and delaminated. Primary surgery took place in 2014 at another (B)(6) hospital, the pinnacle shell and liner was revised. The primary femoral stem was a corail.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found evidence to support disassociation of the liner from the cup while implanted. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.